Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a 90% stenosed lesion in the proximal circumflex artery. An unspecified drug-eluting stent was implanted. The 3.75x12mm nc trek balloon dilatation catheter (bdc) was unpackaged with slight resistance noted during removal of the protective sheath. The bdc was soaked before use; however, the bdc was not prepped outside the patient before use. The bdc was advanced for post-dilatation; however, during the first inflation attempt the balloon lost pressure and did not fully inflate. A new 3.75x12mm nc trek bdc was used to successfully complete the procedure. There were no adverse patient effects and no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was returned for evaluation. The reported difficulty removing the protective sheath could not be tested/confirmed due the sheath not being returned. The reported material rupture was unable to be confirmed, however the stretched outer member is likely what prevented the balloon form fully inflating which was likely perceived by the account as the rupture. The investigation was unable to determine a conclusive cause for the reported difficulty removing the protective sheath or the reported balloon rupture. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents reported from this lot. It should be noted that the nc trek rx, global, instructions for use specifies: all air must be removed from the balloon and displaced with contrast prior to inserting into the body, otherwise complications may occur. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.